Event description:
This lead was implanted on (B)(6) 2008 and was explanted on 8/5/11 due to an unknown repair/upgrade. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)